Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient complained of pocket stimulation. No patient complications reported as a result of this event. It was further reported that the device was removed and replaced due to elective replacement indications.

Event description:
It was reported that the patient complained of pocket stimulation. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and analysis of the device revealed normal battery depletion.